Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported while in the cath lab the (B)(4) was pre-tested successfully. The catheter was inserted and the balloon was inflated. When the md attempted to deflate the balloon, the balloon would not deflate. After several attempts to deflate the balloon, the membrane finally deflated. As a result, the catheter was successfully exchanged with another catheter. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay/interruption in treatment. There were no reported pt complications and the pt outcome is listed as good. Add'l info was received on (B)(4) 2012, stating: "the customer tried to inflate and deflate immediately after insertion. It seems that they inflated in right atrium and then tried to deflate shortly."